Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User conducted four cartridge change sequences with four fill tubing processes. There were no erratic basal rate adjustments or bolus requests. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 51 mg/dl and glucose tablets were consumed and the bg elevated to 186 mg/dl. The customer thought the low bg was due to having blood drawn earlier in the morning. However, the bg dropped to 47 mg/dl and juice was consumed elevating the bg to 113 mg/dl. The customer was not sure why the bg dropped. A pump system check was performed and no device issues were identified. Reportedly, the pump settings had been changed (B)(6) 2017. During a follow-up call, the customer reported that the fill estimate was inaccurate. The customer reloaded the cartridge with the assistance of tandem technical support and successfully completed the cartridge change. The fill estimate was accurate. Insulin delivery was resumed and the bg level was 180 mg/dl. The customer required no further assistance.